Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue. Visual analysis of the lead indicated damage during use. The analyst noted that the lead was returned with the helix bent and tissue was observed on helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few months of implant, the patient alert triggered, and the right ventricular (rv) lead was found to have dislodged. The physician suspected that the dislodgement had been caused by the insertion of a dialysis catheter. The physician attempted to reposition the lead, but after multiple attempts to extend and retract the helix, the helix would no longer extend. The lead was removed and inspected, and a blood clot was observed on the tip of the lead. A new lead was implanted. No patient complications have been reported as a result of this event.